Manufacturer narrative:
(B)(4). Date sent (B)(6) 2024. D4 batch # 195d14. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with one gst60b reload loaded on the device. The reload was received fully fired. Also, during the visual inspection, nicks were noted on the knife. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch 195d14, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a sleeve gastrectomy procedures that on the second or third firing on the sleeve the surgeon questioned the staple line formation if all the staples deployed and the cut line felt ridged, not smooth. A second stapler was used to continue with the procedures. Surgeon used tisseel over the staple lines. There were no adverse consequences reported. Device available for return.

Manufacturer narrative:
(B)(4) date sent: 11/6/24 d4: batch #unk. Additional information was requested, and the following was obtained: what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Were there staples missing from the staple line? If yes, was the staple line complete? Dr. (B)(6) said that there were staples missing in the inner row. The staple line otherwise was complete. Dr. Felt the stapler had left malformed staplers, that there were some missing staples and that the cut line was ¿jaggy¿ during a lap sleeve on her 3rd fire with a blue reload. She was given a second stapler with an unrecorded lot number and completed the case. The rep was in the hospital but was not present when this occurred. The rep was not available to stay for her second case but received a call from here that she felt she had the same results during a second lap sleeve that day. Again, her team gave her a new stapler to complete this case. The 1st stapler used in the 2nd case had the same lot number as the 1st stapler in the first case. The second stapler in the 2nd case was also not recorded. A blue reload with seamguard was used on each reported fire in both cases. Surgeon experienced with device is 5 plus years. The inner most row of the reload did not fire. No really big change in the or staff. Cleaning the device between firings has been addressed, the basin is not large enough to fully clean and immerse the jaws and the rep went over how to wipe off the jaws after firing. The real concern is after the first firing. They are only seeing this issue after the second or third firing. Ethicon went over how we confirm that each reload has staples in it and the manufacturing aspect of the reload. The knife is damaged possibly due to dragging through a staple. Proper steps on how to clean was discussed. The photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished plee60a, with lot/batch number c9er7r, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 11/13/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information received: surgeon used the device and the 3rd firing the inner most firing row next to blade had not completely fired. Got a new stapler and finished the case with no issue. For the second case same issue happened but this one was on the second firing. Staples did not form correctly. Both staples are from same lot number.